Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 355 mg/dl at the time of the incident. The customer states the insulin pump was flashing after it was exposed to fluid/ moisture. The customer also reported high blood glucose of 425 mg/dl. Customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error 35 due to corroded electronic assemblies. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded motor home switch and corroded battery tube. Unit received with cracked select button keypad overlay and minor scratches on lcd window.